Manufacturer narrative:
Date of the event: the occurrence date is an unknown date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized, however, it was not specified whether it was due to the peritonitis event. The cause of the peritonitis was not reported. Treatment rendered for the event was not reported. At the time of this report, the patient's recovery status was not reported. The patient was advised to use aseptic technique. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.